Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose level was unknown. The customer current blood glucose level was 294 mg/dl and other blood glucose was 1000 mg/dl. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that she was in the middle of the insulin pump replacement and the line disconnected. The insulin pump will be returned for analysis.